Event description:
It was reported that a large volume folfusor leaked. This occurred during infusion of fluorouracil diluted with 0.9% sodium chloride. Solution was observed in the housing of the device two days after connection to the patient. The location of the leak was unknown. A new device was used to complete therapy. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1940. The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this device was manufactured between march 8, 2013 ¿ march 11, 2013. Evaluation summary: baxter received one unit for evaluation. Visual inspection revealed fluid inside the housing which indicated leakage has occurred. A functional leak test was performed; after fill, a leak was visually observed coming out at one side of the bladder crimp, located inside the housing. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.